Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient had presented in the emergency room for dizziness.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. During visit, the pacemaker was unable to be interrogated. The physician suspected premature battery depletion. The patient was transferred to the intensive care unit and a temporary pacemaker was placed and the patient was schedule for a generator change the next day. The patient had a cardiac arrest at night and was declared deceased by medical personnel. The physician does not allege the death was caused by pacemaker malfunction.